Event description:
It was reported that one interlink continu-flo solution set was observed with particulate matter inside of the fluid path. According to the report, the customer stated that they noted a long, filament-shaped particle inside of the injection port. This condition was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. A request for the return of the device has been made. Should the device be received by baxter, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation information: a stereomicroscopic inspection and spectroscopy analysis of the fiber were performed. The fiber was determined to be approximately 13.5 mm in length. The fiber was covered in irregularly shaped particles. The spectroscopy analysis found that the fiber was comprised of polyacetal and the particles were consistent with steel and inorganic silicate. The source (cause) of the fiber is unknown.

Manufacturer narrative:
(B)(4). Evaluation information: the set was received for evaluation. A visual inspection identified a dark fibrous particle about a half an inch in length. The fiber was found in the middle y-site's shaft. If additional relevant information is obtained, then a supplemental report will be submitted.